Event description:
It was reported that the patient was very lethargic three hours after implantation. About four hours after implantation, the patient was intubated and was admitted to the hospital. The physician requested that the device was turned off. Four days later, it was reported that an overdose was suspected. It was noted that the patient was doing "fine" while the pump was programmed to 96mcg/day. Priming bolus calculations were confirmed and "sounded accurate." The bolus was 0.425ml over a 26 minute period. The drug being used in the system was lioresal. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information: it was reported that the patient was doing "fine." There were no other tests performed.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).